Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose of 30 mmol/l. The customer did not experience any symptoms or treatment related to high blood glucose. The customer stated that insulin pump had insulin flow blocked alarm. Insulin exited. Troubleshooting was not performed for high blood glucose level. The insulin pump will not be returned for analysis.